Manufacturer narrative:
The marksman was returned for evaluation with the flow diverter pushwire and snare. As received, it was confirmed that the marksman body was separated into two segments (distal and proximal). The distal segment of the marksman was found inside of the snare. The proximal segment of the marksman was found with the flow diverter pushwire stuck inside. For further investigation, the distal segment of the marksman was removed from the snare and the proximal segment was dissected to remove the pushwire. The marksman body was found to have stretching and accordion damage at a section near the distal tip as well as accordion damage at a section near the proximal end of the catheter hub. The marksman body was separated approximately 28 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching, and necking. The marksman was tested by running an in-house mandrel through the tip and hub; the mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and event description, the report of marksman separation was confirmed. The broken ends of the marksman exhibited with stretching and necking which indicated that the marksman separated when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s severe vessel tortuosity may have contributed to the reported resistance. However, the cause for resistance could not be conclusively determined. Additionally, the damage observed seen on the marksman body (stretching/accordioning) suggest that excessive force used (pushing and pulling). In this event, the user context may have contributed to the reported issues as the physician continued to advance the flow diverter despite of the resistance. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing treatment for a recurrent aneurysm at the terminus of the left internal carotid artery (ica). The aneurysm was unruptured, saccular, and had been previously treated with another manufacturer's stent. Max. Diameter was 16.8mm and neck diameter was 10mm. The landing zone artery size was 3.0mm distal and 3.8mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that a flow diverter was advanced with resistance in the middle section of the marksman. The flow diverter was deployed, then the delivery system was removed from the marksman without any incident. Upon removal of the marksman, it was noted that the distal section of the marksman had separated in the cervical ica. A gooseneck snare was used to retrieve the detached section. There were no reports of patient symptoms in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.